Event description:
It was reported that this pacemaker exhibited a signal artifact monitor (sam) episode, thus disabling the minute ventilation sensor. Review of the episode noted noise on both the right atrial (ra) and ventricular channels as well as high out of range pacing impedances of greater than 3000 ohms on the ra channel. The patient was noted to have recently undergone an unrelated surgical procedure; however, the source of the noise is being investigated by the field. At this time, no changes have been made and the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this pacemaker exhibited a signal artifact monitor (sam) episode, thus disabling the minute ventilation sensor. Review of the episode noted noise on both the right atrial (ra) and ventricular channels as well as high out of range pacing impedances of greater than 3000 ohms on the ra channel. The patient was noted to have recently undergone an unrelated surgical procedure; however, the source of the noise is being investigated by the field. At this time, no changes have been made and the pacemaker remains in service. No adverse patient effects were reported.